Manufacturer narrative:
The lot number was not provided for review, therefore a lot history review was not performed. The device was returned and a photo was provided for review. The investigation is confirmed for defective component. The definitive root cause could not be established. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 7707540j implantable port allegedly experienced a defective component. This information was received from one source. One patient was involved and there was no reported patient injury. Patient information was not provided.